Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025 during which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing painful stimulation with programming on distal contact of left l5 drg lead. As a result, surgical intervention may take place at a later date to address the issue.